Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument in order to perform failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of the instrument log for the maryland bipolar forceps (part # 470172-16 /lot # n10190528-0094) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument has a maximum of 10 uses, and the alleged event occurred on the 5th use of the instrument. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the provided images was performed by an advanced failure analyst (afa). The investigation was consistent with the alleged complaint of a broken wire. The conductor wire was broken at the yaw pulley exit. There was no evidence of fragments or missing fragments. The root cause of the failure mode cannot be confirmed without the returned device. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided, this complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, one of the wires broke on the maryland bipolar forceps instrument and fragments may have fallen into the patient. At this time, it is unknown if any fragment fell into patient and, if they did, whether they were retrieved or retained inside the patient. Unintended fragments falling into the patient may require surgical intervention. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the site's robotics coordinator contacted an intuitive surgical inc. (Isi) technical support engineer (tse) to report that one of the wires broke on the 8mm maryland bipolar forceps instrument and fragments may have fallen into the patient. Instrument images that the site emailed to the tse showed that the cable was separated from the pulley. The tse indicated that it would not be possible to confirm if pieces were missing through reviewing only the images. The tse also recommended that the instrument be returned for failure analysis. The customer reported that they would continue the procedure using a similar backup instrument. Isi has made multiple follow-up attempts to obtain additional information related to the event. However, no further details have been received as of the date of this report.